Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal remained in the loading device and could not be used. They abandoned the use of this system and performed a central anastomosis with another device. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The lot # 25154074 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on (B)(6) 2020 and investigated on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed. Specks of blood was observed on the external side of the loading device. The delivery device was returned outside of the loading device. The seal and the tension spring assembly was not returned for evaluation. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.220inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal remained in the loading device and could not be used. They abandoned the use of this system and performed a central anastomosis with another device. The hospital did not report any patient effects.